Manufacturer narrative:
Initial trend analysis for lot 55773 was conducted, no malfunctions were found. This is the only complaint for lot 55773. Further investigation will be conducted to determine the root cause of complaint.

Event description:
A representative from the colorado department of public health reported that while using luer lock syringe, item number 802015 lot 55773 with pfizer covid single dose vaccine vial the syringe is drawing less than 0.3ml. The reporter of the event has also relayed the same information to a representative at pfizer.